Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in the hospital for an unrelated MRI but the implantable neurostimulator (ins) had not been used or charged in over a year. The patient stated that the last time they charged the ins was for an MRI and after that, the patient did not use or charge the device. The last charge and the last time the patient felt stimulation was in (B)(6) 2018. The caller tried charging the ins but was getting poor communication and the device was not helping at all. The caller also stated that the day of the call was the first day they even tried charging the patient¿s implant. A manufacturer representative (rep) later reported that the patient was declining medically. They performed seven trickle charge cycles utilizing the antenna locator (al) each time (values in the 60s) but was unable to pull it out of overdischarge. It was then reviewed that the last six recharge cycles apparently had all been lost. It was later reviewed the ins should be checked to see if it was flipped and a lead manual was sent to the caller. The recharging history/statistics were reviewed, and the caller would likely go back to the facility to check these. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined, nor had the issue resolved or was the patient able to feel stimulation and pain relief.